Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record in sap for sn: (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn: (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Failed pm (B)(4). There is no patient involvement.